Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the system to not charge properly as both batteries were depleted. Both batteries failed minimum voltage and conductance criteria after 24 hours of charging.

Manufacturer narrative:
The reported issue was discovered by the field service representative (fsr) while doing preventative maintenance (pm) on another unit. He observed the that the charge light that normally flickers when the unit is on power and fully charged was not lit at all but was plugged into alternating current (ac) power. He turned the battery switch to on to see what the gauge read and it showed low. The centrifugal system was decommissioned from the facility so no field repairs were made. The equipment was in storage and is no longer used.

Event description:
It was reported that during use of the device for a non-clinical activity, the centrifugal battery wedge was not charging. There was no patient involvement.